Event description:
It was reported the image doesn¿t focus and looks like it's doing white balance constantly. The device malfunction occurred during the middle of a therapeutic right laparoscopic hemicolectomy. The device malfunction led to a 15 minute delay while the patient was under general anesthesia. The procedure was completed with the use of a different device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "the image is not in focus and appears to be constantly white balanced." Could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; the adjustment value is out of the standard; national service center is set while it does not respond to unique device indicator region, pin 4 is set. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited image issues. There were no reports of patient involvement.